Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. Saline was reported to be in the pump. The reason for use was not reported. It was reported that the pump is flipping within the pocket. The issue occurred on (B)(6) 2019. Environmental/external/patient factors that may have led or contributed to the issue included the patient has a very large abdomen with thick fatty tissue layer. Diagnostics/troubleshooting included the patient returning to the doctor¿s office and he determined pump was flipped. The rep was not present for this appointment. Interventions/actions that were taken to resolve the issue included a pocket revision to re-secure the pump. The issue was resolved at the time of the report. There was no injury to the patient. There were no further complications reported/anticipated.